Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9242155. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. The prolactin results were high. 2 of 3: patient 2. The following information was provided by the initial reporter: prolactin results were high. Patients have not been re-drawn.

Event description:
Material no. 367986. Batch no. 9242155. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. The prolactin results were high. 2 of 3: patient 2. The following information was provided by the initial reporter: prolactin results were high. Patients have not been re-drawn.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd technical services provided troubleshooting with the customer.